Event description:
Additional information from the consumer reported she had been experiencing a loss of therapeutic effect. She spoke to the manufacturers' representative and she was told to take the stim all the way back down to 0v and slowly increase stim until she feels something again. The patient needed assistance on how to do it, the patient programmer was not allowing her go down to 0v. It was noted, the patient had a knee replacement in (B)(6) 2015. It was healing but she ended up cracking her knee cap in (B)(6) 2015. She had to have knee surgery on 2015 (B)(6). The patient was assisted by patient service to go back to program 2 where she wanted and turned the stim down to 0v. The patient confirmed everything appeared to be working fine with the patient programmer.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0p3s7, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# va0p3s7, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3093-28, lot# va0p3s7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported (B)(6) 2014 that the patient had the device for bladder incontinence and urgency and had a loss of therapeutic effect. The therapy was working great the first three weeks, but for the week prior to the report, especially the past four to five days, she had hardly been making it to the toilet. She felt like she was no longer getting 50% relief in symptoms. She was not feeling stimulation and had not made any changes with the programmer since she got it. The patient also noticed a bump where her lead was at. It was not painful, but she could feel it. She had not contacted her healthcare provider (hcp) regarding this, since he "did not understand the device." The patient was then assisted with the programmer, finding stimulation on at 1.65 volts. She increased to 2.0 volts and could feel it comfortably. Eleven days later the patient reported never having therapeutic effect. She was assisted with the programmer again and found stimulation on. She increased from 2.0 volts to 2.2 volts on program 2. It was later reported (B)(6) 2015 that the patient had a loss of therapeutic effect and wasn't getting any benefit from the device anymore. She was back to where she started. The patient wasn't able to adjust stimulation or increase stimulation. She synced the implantable neurostimulator (ins) with the patient programmer and saw the stimulation off icon. The patient turned stimulation on and was able to feel stimulation. It was strong, but she was able to decrease it to a comfortable level. Eleven days later, the patient still didn't have therapeutic effect and went through several pads a day. She changed from program 2 to program 3. It was later reported (B)(6) 2015 that the patient still wasn't having much relief. It worked for a while, but then it seemed to go back again. It was verified that stimulation was on and the patient always felt stimulation, it just wasn't that effective. She felt stimulation in the groin area and denied any falls, accidents, or trauma. The patient didn't remember if the device was turned off during a knee replacement, but she didn't have any changes in therapy after the replacement and her efficacy issues already existed at the time of the surgery. Stimulation was uncomfortable during bowel movements. The device was on program 1 at 6.35 volts and the patient had reached the "upper limit reached" screen. She changed to program 3 at 3.5 volts and stimulation was comfortable. She planned to try this setting until the end of the week and increase stimulation as needed. If there was no change, she planned to contact the manufacturer again. It was later reported (B)(6) 2015 that a loss of therapy was noted. The patient called in because she wanted to change to program 4. Patient had experienced a loss or change of therapy. The patient said the device was not working at all. The patient said she was on program 2 and it was effective for awhile. Program 3 was awful. The patient said when she was on program 3 she couldn't even make it ten feet to the bathroom, the patient would "go" the whole way to the bathroom. Patient services walked the patient through how to change programs. The patient was able to change to program 4 but couldn't increase stim. The patient couldn't increase stim because stim was off. After turning stim off , the patient was able to increase stim. The patient increased stim to 2.20v. Event date: (B)(6) 2014. If additional information is received, a follow up report will be sent.